Event description:
It was reported that the ilet user experienced sustained hyperglycemia with a highest continuous glucose monitor reading of 293 mg/dl, attributed to a missed meal announcement. Symptoms included stomachache consistent with hyperglycemia. Outcomes included a missed dose impact without need for medical intervention, and glucose values later returned to target range per follow-up reports. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface interaction required for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.